Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2477-0007 and lot# 24115500 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that they hung blood tubing and tubing started to leak where it goes into the pump. The leak happened around the connecting piece where the pump segment is located at the top of the tubing.